Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation and cut under the lifevest equipment. Patient described the area as itchy, as well as a cut on their toe from dropping the monitor on their foot. There was no alleged device malfunction contributing to the irritation or the cut. There is no indication that the patient received medical intervention. Outcome of the irritation or cut is unknown.